Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with blood glucose decreasing to 58 mg/dl and fluctuating around the low threshold; the user treated with oral carbohydrate (coke) and glucose subsequently rose to 82 mg/dl. Symptoms included stress without loss of consciousness or other acute complications. Outcomes included transient hypoglycemia that resolved with self-treatment and no medical intervention or hospitalization. Investigation included troubleshooting support and user education regarding early use and device learning behavior, along with a plan to coordinate additional training support. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction identified based on available information. It was concluded that the event was user-managed with oral carbohydrate and that additional training was appropriate to support safe use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.